Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
In initial report, the manufacturer date provided was inadvertently reported as (B)(6)2013, however the correct date is (B)(6)2013. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
(B)(4). Field service specialist (fss) visited the account after the event. Fss performed general checklist, no issues found with the system. Proactively performed attenuator calibration followed by external power calibration and laser and energy test. System check complete. No issues found with the system. System meets all factory specifications. While on site upgraded system software to 5.0 per service bulletin. System meets all factory specifications. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Customer reports treating a patient on (B)(6) 2019. Patients presented well dilated prior to femtosecond laser application. Pre-programmed settings were applied (capsulotomy and fragmentation). This patient had larger treatment pattern and treatment was completed successfully. Post application, patient exhibited significant pupil miosis.